Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 90 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touch screen could not be verified. However, another issue was identified and the unreadable touch screen was verified.